Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient experienced a fall on (B)(6) 2016a nd was unable to feel stimulation afterwards. On the date of this report, the manufacturer representative checked the patient¿s system and high impedances greater than 10,000 ohms were observed on all pairs. It was reviewed that impedance values greater than 3,600 ohms may indicate an open circuit and could include a fracture or disconnect. The need for a revision was discussed, although no imaging of the system had been done yet. No further complications were reported. Indications for use are non-malignant pain and other chronic/intractable pain (trunk/limbs).